Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00932. Reportable based on the device analysis of related stingray catheter complaint completed on (B)(6) 2018. It was reported that the guidewire would not advance through a stingray catheter. The chronic totally occluded target lesion was located in the proximal right coronary artery. A stingray lp catheter was selected for use. During procedure, it was noted that the stingray guidewire would not advance in the proximal portion of the stingray catheter. In addition, the stingray catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the inner and outer shafts of the catheter have a puncture hole.